Event description:
On (B)(6) 2012, the patient was hospitalized with cerebral infarction in the right mca. The patient was administered t-pa 30 minutes from the onset. After one hour from stroke onset, the patient's symptoms were not improved. Thus, the physician performed vascular treatment. The psc041 was advanced to the m1 segment in the right mca and aspirated. Blood did not flow from the psc041 into a canister after 10 minutes from the start of the aspiration. The blood aspiration improved a little when the physician drew the pss041 about 20 cm back into the psc041. Blood did not flow again. The pss041 was pulled back to proximal tip, however, aspiration was not improved. The pss041 was advanced distally while the aspiration continued. The physician heard a popping sound from pump canister. The inside of the canister was checked. The blood in the canister came into a foam because air mixed into the canister. The switch of the aspiration pump was turned off. Aspiration was stopped. Aspiration could not continue because filter in the canister was wet with blood. The physician made two passes with merci v2.5 soft in the m1 segment and performed pta with gateway. The physician made one pass with merci v 2.0 soft because the clot still remained in the right distal m1. The procedure was finished. Tici became iib.

Manufacturer narrative:
Device investigation: results: the bottom of the canister shows a radial crack through the mold fill point. There is also dried blood visible on the hydrophilic filter. The blood is visible on both sides of the filter but appears most on the outlet port side of the filter. Liquid is also visible in this port. The canister was connected to a demonstration pump and the pump was turned on. With no blockage to the inlet port, the pump pulled -25.5 in hg of vacuum. The hydrophilic filter in the canister lid is clogged. The blue sticker, which marks the connection port for the aspiration tubing is fully adhered and visible. The canister is non-functional due to the wet filter and cracked body. The difficulty aspirating and eventual crack in the canister was confirmed. The cause of difficult aspiration appears to be an issue with the reversal of the aspiration tubing/port assembly by the operators. The majority of the blood seen on the filter is on the output side of the canister lid, implying that the aspiration tubing was incorrectly connected to this port. If the wrong connection with the tubing was made to the canister causing the filter to become wet, the vacuum would build up inside the canister and eventually lead to the crack in the bottom of the canister body.